Manufacturer narrative:
Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). Investigation summary : exec summary: no physical samples were received and an investigation was performed on the basis of photographs received. A review of the complaint lot history check was performed and this is the 1st related complaint for needle hub separates on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - no physical samples were returned therefore the investigation was performed based on the photos provided. Four photos of one loose 0.3ml bd insulin syringe from lot# 1025876. The customer reported about needle and shield separation from the barrel when removing the shield. The photos were reviewed and it was observed that the needle hub and shield assembly was detached from the barrel. No damage to the barrel tip was observed. Manufacturing (holdrege) will be notified of the observed issue. CAPA/sa - CAPA (B)(4) has been opened to address this issue. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle hub separated from the device. The following information was provided by the initial reporter : the customer reported that the needle and shield separated from the barrel when removing the shield.